Event description:
Subsequent to the initial filed report, it was noted that is is unknown if the graftmaster covered stent caused or contribute to additional complications or adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. In this case, it is likely that the device interacted with the previously implanted stent during advancement resulting in the reported failure to advance in addition to the difficulty anatomy. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to manufacture, design or labeling. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded the following: this case was to treat a (B)(6) patient with a perforated mid-left anterior descending artery (lad). It was not reported if the patient¿s perforation occurred during a procedure or for an unknown reason or etiology. It is unknown why the two (2) graftmaster stents could not cross the lesion or perforation. The patient expired the same day. Due to the information provided, it can not be definitively stated if the graftmaster stents were a direct cause of death; however, they may have been an indirect cause of death. H6: health effect - clinical code 4582 removed.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 99% stenosed lesion in the mid left anterior descending (mlad) artery. The patient presented with an active perforation and declining health. A 2.80x19mm graftmaster covered stent was advanced, however it failed to cross a previously implanted stent and could not reach the target lesion. A 2.80x16mm graftmaster covered stent was then advanced, however it also failed to cross the implanted stent and could not be implanted. The perforation was not sealed, and the patient expired on (B)(6) 2023. It was noted that the graftmaster covered stent did not cause or contribute to additional complications or adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the following: this case was to treat a 90-year-old male patient with a perforated mid-left anterior descending artery (lad). It was not reported if the patient¿s perforation occurred during a procedure or for an unknown reason or etiology. It is unknown why the two (2) graftmaster stents could not cross the lesion or perforation. The patient expired the same day. Due to the information provided, it can not be definitively stated if the graftmaster stents were a direct cause of death; however, they may have been an indirect cause of death. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.